Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. H6; wedge band bypass. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, a k01131 b k017; cartridge pan in place/condition, ab yes/good; condition of drivers, a rolled b good; lockout tabs on pan condition, ab fired and position/condition of wedge sleds, ab partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon info received and visual examination, it was concluded that cartridge a was returned with wedge band bypass. No conclusion could be reached as to what caused wedge band bypass. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported during the second or third firing of the atw35, the surgeon noticed bleeding from the side of the cut line. The surgeon used clips from an er320 to achieve hemostasis. It was reported it appeared no staples formed on the pt side. The surgeon completed the procedure with a second atw35. There was no consequence to the pt.